Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged, exhibited high pacing thresholds and intermittent sensing. It was reported that the right ventricular (rv) lead's distal coil was possibly made contact with this ra lead; thus the field representative decreased the rv sensitivity. This lead was surgically repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.